Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 76 mg/dl at the time of the incident. The customer was at 110 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as shaking. The customer was wearing the insulin pump during the incident. The customer stated the seal at the top of the reservoir compartment was missing and the infusion set was going further down than usual, resulting in over delivery. The customer stated the drive support cap was loose. Troubleshooting was not completed. The product will not be returned for analysis.